Event description:
A unit responded to a call and found the pt unconscious, unresponsive and in v-fib. They delivered 3 shocks at 200, 300, and 360j. A fourth shock was delivered at 360j and the electrodes arced from wire to wire. The defibrillator no longer recognized the electrodes as being attached. They initiated CPR and then attached a second set of electrodes. They shocked the pt. The pt died 2 days later of a massive m.I.